Event description:
It was reported that the right ventricular automatic threshold was detected as greater then the programmed amplitude or suspended. The right atrial (ra) lead trend showed an increase in pacing thresholds. Additional information noted that a procedure took place and it was found that this ra lead was tight and required a small amount of slack. No additional adverse patient effects were reported. The lead remains implanted.